Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the button to burp universal surgical manipulator 1 (usm) was not working. Prior to calling, the caller proceeded with the case without using usm 1. The error 25745 was noted on the port clutch button on usm1 and observed in logs. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the procedure was completed robotically and usm 1 was disabled.

Manufacturer narrative:
Based on the claim against the product by the customer noting issues on the usm1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported problem. The isi fse replaced the usm 1 to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint and performed the failure analysis. The usm was tested on an in-house system, and it failed in normal mode triggering error 25745. During inspection of the unit on axis 3, there is no traces of fluid intrusion/contamination found on the axes controller spar cannula (ascs). The unit went through testing on a pftp, and it passed all required tests except for insertion button test. The gold acsc was installed and the unit passed the insertion button test. The complaint regarding issues on usm 1 was confirmed based on the failure analysis, which indicates that the device did contribute to the customer-reported issue.